Event description:
An infusion pump with an 812:02 failure code. The representative stated to baxter customer service that the failure did occur during pt use but details were not provided. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, medicatin involved, tubing product code, infusion rate or set up of the infusion device. Add'l contact info was requested but no add'l contact was provided.